Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6), 2009. Subsequently, the patient fell directly on his arm after slipping on ice and radiographs taken revealed the humeral tray fractured as a result. A revision procedure was performed on (B)(6), 2011 to remove and replace the humeral tray; however, the fractured taper of the tray remained in the humeral stem. Therefore, the humeral stem had to be removed and replaced as well.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of the component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation of the returned component found post-fracture scratches around the fracture surface. The post-fracture damage has obfuscated many of the surface artifacts that could have suggested a fracture mode and origin. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.